Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or been able to charge the scs system in approximately 2 1/2 months. The patient reported, she lost her external devices. An additional charging system is no longer able to locate the ipg. The patient also reported significant weight loss since implant. The patient is currently working with her physician to determine the next course of action. Surgical intervention is being considered to address this issue.